Manufacturer narrative:
(B)(4). Investigation summary: one suture pieces of product code y427, lot qbmqjh was received for analysis. During visual inspection of the sample, it was frayed and curly. Body fluids along of the suture piece and the end cut appears to be by use of surgical instrument could be observed. In addition, the needle and the other section of the suture was not returned. The product code y427 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no functional test could be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample. It was reported fraying suture intra-op. One open box with nineteen unopened samples of product code y427, lot qbmqjh was received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance fraying suture intra-op was found. Three pictures were provided for analysis. Upon visual inspection of the pictures the following was observed: a fraying suture was observed in the first picture. Second and third pictures show a box of product code y427, lot qbmqjh. However, no conclusion could be reach as to what may have caused the reported incident. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qbmqjh, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast augmentation on (B)(6) 2020 and suture was used. Halfway through the procedure, the suture was fraying. The procedure was completed with a like device with no patient consequences. No additional information was provided.